Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported lesion characteristics (location, size, type, side, dimension, etc.): left posterior communicating artery aneurysm, 3.2 mm. The patient¿s vessel tortuosity was moderate. The patient underwent coil embolization for aneurysm and recovered well after surgery. Since the event occurred during the preparation stage for microcatheter shaping, this event did not involve any patient-related complications. The cause of the breakage has not yet been determined, and it is suspected to be a product quality issue.

Manufacturer narrative:
H3: product analysis #(B)(4).:equipment used: video inspection system (m-85519), ruler (m-83361), pin gauge sets (m-84083, m-84081), camera (panasonic lumix dmc-zs5), in-house 0.0165¿ mandrel drawing(s) referenced: dwgs145-5091-150 rev. Au as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box and within two resealable plastic pouches. The shaping mandrel used during the event was not returned for analysis. Visual inspection/damage location details: no damages were found with the echelon-10 hub. The echelon-10 micro catheter body was found bent at ~112.5cm from the proximal end (figure d). The distal ~2.5cm of the micro catheter appears to be shaped (figure e). The distal tip and distal marker band were found ovalized (figure h). The tip was found kinked proximal to the distal marker band (figure g). The catheter wall was found thinning at this location. No breaks were found throughout the micro catheter. Testing/analysis: the echelon-10 micro catheter total length (measured to the proximal marker band) was measured to be ~152.5cm and the usable length (measured to the proximal marker band) was measured to be ~144.8cm, which is within specification (specification: total (ref) = 152cm, usable: 144cm ± 1.5cm). The micro catheter was flushed, and water exited the distal end only. An in-house mandrel was inserted into the echelon-10 micro catheter hub, through the catheter and became stuck at the damaged distal tip/marker band. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was not confirmed. However, the catheter was found kinked near the distal tip and the distal marker band and distal tip were found ovalized. Customer reported finding the damages during shaping. Possible causes of these damages are using a heat source other than steam, holding the catheter tip too close to the heat source (1 inch), not using the shaping mandrel, due to holding the device against the heat source too long (approximately 10 seconds,) or removing the shaping mandrel prior to the catheter cooling. As the shaping mandrel used during the event was not returned for analysis, any contribution of the shaping mandrel towards the failure could not be determined. The shaping mandrel if used correctly would have protected the tip from becoming damaged/kinked during the shaping process. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the tip of the microcatheter broke during shaping. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU.